Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with transient light sensitivity syndrome and onset of photophobia at the end of week 1 post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation, glare, light sensitivity especially in the morning, when at the computer or phone, less bothersome in the evening. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.00 x -.50 x 126; left eye pre-op 20/20 -2.50 x -.50 x 58.